Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date, but two weeks prior to the date that the manufacturing became aware of the event. The procedure was performed under local anesthesia and fiducial markers were placed prior to the hydrogel injection. During the procedure the case seemed normal. However, the computed tomography (CT) scan appeared unusual, therefore a magnetic resonance imaging (MRI) was performed. On magnetic resonance imaging (MRI) axial images showed that the hydrogel was under the serosa, but the muscularis layer seemed to be intact. The patient will proceed with radiation therapy. The patient's current condition was reported as stable.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.